Event description:
Cas: the target lesion was right internal carotid artery. The pt was male. There was mild calcification and no vessel tortuosity, the rate of stenosis was 82%. Of note, the pt did have a contralateral carotid occlusion. The angioguard xp delivery and the stent placement were successful. Pre-dilatation (3.5mm/8atm) and post-dilatation (4.5mm/12atm) were performed with balloon catheter (brand unk). During the procedure, when the post-dilatation was performed, the pt developed hypotension. Intravenous injection of etilefrine hydrochloride was administered and the blood pressure returned to normal on the same day of the procedure. There was no neurological symptom on the pt and he is out of the hospital now.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference manufacturer report: 9616099-2009-01133.